Event description:
Based upon additional information received on 11-may-2016, the case initially assessed as non-serious was upgraded to serious since the serious event of grew some bacteria from aspirated fluid with the seriousness criterion of required intervention was added to the case and the non-serious events of swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg were also upgraded to serious. This unsolicited device case from united states was received on 09-may-2016 from the nurse. This case concerns an elderly male patient (71-74 year old) who started treatment with synvisc one and later grew some bacteria from aspirated fluid, swelling from knee all the way up his leg almost to the groin area and it is rock hard (swelling of legs), swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg (limbs stiffness) and was on crutches. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On an unknown date, the patient started treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, the next day after injection, the patient's whole leg swelled and had stiffness. The patient went to emergency room (ER), and grew some bacteria from aspirated fluid and the physician wondered if the fluid was contaminated. As per the physician, infection should not occur that quickly. It was reported that the patient was given unspecified antibiotics without result. An ultrasound was done which was negative for blood clot. On an unknown date, the patient experienced swelling from knee all the way up his leg almost to the groin area and it was rock hard. It was reported that after 3-4 weeks, the patient was on crutches and could barely move his leg. The patient received oral steroids and re-aspiration of knee was done. Deep vein thrombosis (dvt) was ruled out. The physician wondered if this was an allergic reaction or due to contamination of synvisc one. Action taken: unknown. Corrective treatment: oral steroids for grew some bacteria from aspirated fluid, swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg; antibiotics for grew some bacteria from aspirated fluid; crutches for the event of patient is on crutches outcome: unknown for all the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required seriousness criterion: required intervention for grew some bacteria from aspirated fluid, swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg. Additional information was received on 11-may-2016 from a physician. The age group of the patient was added. The serious event of grew some bacteria from aspirated fluid with the seriousness criterion of required intervention was added to the case and the seriousness criterion of required intervention was added for the events of swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg and the case was upgraded to serious. The verbatim for the event of swelling from knee all the way up his leg almost to the groin area and it is rock hard (limbs stiffness) was updated to swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg. The relevant lab data was added. The information on the corrective treatment for the events of swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg was updated. Clinical course updated and text amended accordingly. Additional information was received on 20-may-2016: global ptc number and ptc results were added. Pharmacovigilance comment: sanofi company comment for follow up dated 20-may-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 18-may-2016: this case concerns a patient who received injection of synvisc one in an unspecified knee and developed swelling from the knee all the way up leg to groin area along with stiffness and effusion in knee. A possible joint infection was suspected in the knee. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection, a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.

Event description:
Based upon additional information received on 11-may- 2016, the case initially assessed as non-serious was upgraded to serious since the serious event of grew some bacteria from aspirated fluid with the seriousness criterion of required intervention was added to the case and the non-serious events of swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg were also upgraded to serious. This unsolicited device case from united states was received on 09-may-2016 from the nurse. This case concerns an elderly male patient (71-74 year old) who started treatment with synvisc one and later grew some bacteria from aspirated fluid, swelling from knee all the way up his leg almost to the groin area and it is rock hard (swelling of legs), swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg (limbs stiffness) and was on crutches. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On an unknown date, the patient started treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiration date: not provided). On an unknown date, the next day after injection, the patient's whole leg swelled and had stiffness. The patient went to emergency room (ER), and grew some bacteria from aspirated fluid and the physician wondered if the fluid was contaminated. As per the physician, infection should not occur that quickly. It was reported that the patient was given unspecified antibiotics without result. An ultrasound was done which was negative for blood clot. On an unknown date, the patient experienced swelling from knee all the way up his leg almost to the groin area and it was rock hard. It was reported that after 3-4 weeks, the patient was on crutches and could barely move his leg. The patient received oral steroids and re-aspiration of knee was done. Deep vein thrombosis (dvt) was ruled out. The physician wondered if this was an allergic reaction or due to contamination of synvisc one. Action taken: unknown. Corrective treatment: oral steroids for grew some bacteria from aspirated fluid, swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg; antibiotics for grew some bacteria from aspirated fluid; crutches for the event of patient is on crutches. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criterion: required intervention for grew some bacteria from aspirated fluid, swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg. Additional information was received on 11-may-2016 from a physician. The age group of the patient was added. The serious event of grew some bacteria from aspirated fluid with the seriousness criterion of required intervention was added to the case and the seriousness criterion of required intervention was added for the events of swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg and the case was upgraded to serious. The verbatim for the event of swelling from knee all the way up his leg almost to the groin area and it is rock hard (limbs stiffness) was updated to swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg. The relevant lab data was added. The information on the corrective treatment for the events of swelling from knee all the way up his leg almost to the groin area and it is rock hard and swelling from knee all the way up his leg almost to the groin area and it is rock hard/can barely move his leg was updated. Clinical course updated and text amended accordingly. Pharmacovigilance comment: (B)(4) comment dated 18-may-2016: this case concerns a patient who received injection of synvisc one in an unspecified knee and developed swelling from the knee all the way up leg to groin area along with stiffness and effusion in knee. A possible joint infection was suspected in the knee. The causal role of the product in the occurrence of the event of joint infection cannot be denied since there is positive temporal relationship between the administration of the product and the occurrence of the event. However, since there is no information regarding the conditions under which the patient received the injection and the technique of injection, a complete medical assessment is difficult. Hence, further information regarding the injection technique including other co-morbidities is required to make complete case assessment.